Event description:
Procedure type: gastric bypass. According to the reporter: after the second firing, some staples were unformed and bleeding from the stump was confirmed. A new cartridge was loaded and the part was excised and sutured additionally. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).